Event description:
Event date: 2025-09-19 q: boston scientific advisory lead. D: caller provided patient's device serial number. Caller noted a 20 ohm shocking impedance rise from baseline. R: confirmed that this device is on advisory for increased potential for reduced energy or no energy delivered during hv therapy when programmed ax>b. Discussed that our only formal guidelines are to keep the ICD programmed b>ax, and to defer to boston scientific for further guidance on the lead itself. Did not ask weight/dependency due to remote to follow up. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).